Event description:
In 2008, it was reported to boston scientific corporation that a autotome rx sphincterotome was used during an endoscopic retrograde cholangio-pancreatography (ercp) procedure the day before, (patient age and weight unknown). According to the complainant, during the procedure a "frayed" or "rough edge" was noticed at the device tip when the tome was inserted down the scope. The physician successfully completed the procedure with another autotome rx sphincterotome. No patient complications were reported as a result of this event. The patient's condition was reported as "fine."

Manufacturer narrative:
The complainant indicated that the device has been discarded and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. Device disposed of.

Event description:
Note: this report is a supplement to manufacturer report #3005099803-2008-2912.